Event description:
It was reported that during routine check by customer, the cs100 intra-aortic balloon pump (iabp) unit had no battery back up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the batteries. The fse then performed all functional and safety checks to meet factory specification performed. The unit was returned to the customer and cleared for clinical use.